Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient was hospitalized on (B)(6) 2025 and (B)(6) 2025 due to hyperglycemia event caused by insulin flow block. The blood glucose level was 450 mg/dl at the time of the hospitalization and the patient got treated insulin via intravenous (IV) and saline solution. Patient felt sick/unwell headache tired/weak at the time of hospitalization. Patient was found positive for ketones and found high number. The length of hospitalization was greater than 24 hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results electronic quality management system (eqms) search: a query was run in the eqms on 09-jan-2026 against "lot number" "6004004" and similar malfunction codes: occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined. No escalation required. The review confirmed that lot 6004004 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 09-jan-2026 against "lot number" criteria equal "6004004" and similar malfunction codes: occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined. No escalation required. The count of complaints is 6. The complaint numbers are complaint (B)(4). Escalate to CAPA determination for statistical analysis. Device history record (DHR) review: the lot 6004004 was manufactured according to the work instruction (wi) version 77 and packaging in the multivac 12, on 04-nov-2023 with a total of (B)(4) units. The sub-assembly of the lot 3k04935 was manufactured according to the wi version 26 and manufactured in quickset line, on 03-nov-2023, with a total of (B)(4) units. The sub-assembly of the lot 3k04936 was manufactured according to the wi version 26 and manufactured in quickset line, on 03-nov-2023, with a total of (B)(4) units. The sub-assembly of the lot 3k049358 was manufactured according to the wi version 26 and manufactured in quickset line, on 04-nov-2023, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 3k04911 was manufactured according to the wi version 40 and manufactured in the machine mp04, mp05 & mp08, on 01-nov-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in accordance with approved procedures under complaint (B)(4) on 22-feb-2025. Wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the flow test for the code occlusion issues-cannot be determined. All test results were within specifications as per the (B)(4) test report attached in this record. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the above investigation, further investigation was required because the following threshold was met 3 or more complaints exist for the same lot and similar malfunctions. Statistical analysis result: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. Complaint unconfirmed: following investigation, the report failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6004004 and related malfunction codes for occlusion issues-cannot be determined. More than 3 complaints were identified for this lot and based on the assessment of the malfunction and product family trending over time, the risk has been deemed within accepted level. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.